Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-(B)(4).

Manufacturer narrative:
If implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. If explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Incision enlargement. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the tecnis itec preloaded monofocal intraocular lens (model pcb00, +18.0 diopter) had a broken haptic. Reportedly, there was an incision enlargement performed to remove the lens from the eye. There was no patient injury, no sutures. No further information provided.

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 8/24/2018. Device returned to manufacturer? Yes. Device evaluation: the complaint lens was received; the pcb00 device (delivery system) was not received. Visual inspection at microscope magnification was performed. The lens was observed cut into pieces which could be related to the removal process. One of the haptics was observed in good condition. The other haptic was detached from the lens body, but it was not received with the product returned. The reported haptic damaged (broken) was not verified. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found related to the complaint issue reported. There was no discrepancy found during the review. The product was manufactured and released according to specifications. A search revealed that no additional complaints were received from this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.